Event description:
It was reported by the patient that following a stenting treatment procedure, chest pain occurred and foreign material was found in a patient's vessel. The promus element plus stent was implanted to treat an unspecified target lesion. Following stent implantation, the patient continued to experience chest pain. A scan identified foreign material in the patient's vessel. Additional surgery was required to remove the material, which was identified as a piece of plastic. Additional information has been requested and is unavailable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).